Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increasing pacing threshold measurements since the initial implant. An increase in amplitude was also noted at the patient's last follow-up appointment. The patient was later admitted due to syncope. Intermittent loss of capture was observed which resulted in asystole. An invasive procedure was performed and this lead was found to have micro-dislodged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted separation between the distal end of the anode electrode ring and the neck insulation. The damage was consistent with damage caused during the explant procedure. Microscopic inspections of the electrode tip found no anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.